Event description:
It was reported that during angioplasty of the distal right coronary artery, the distal tip of the diagnostic catheter broke. The 75% stenosed and non-calcified lesion was located at the right coronary artery with moderate tortuousity. An icross diagnostic catheter was used in conjunction with a non bsc guide wire. The patient reported some chest pain when the diagnostic catheter crossed the lesion. The physician quickly imaged, and upon withdrawing the icross, met some resistance at the guide catheter. When the physician pulled the distal tip of the icross, it dislodged and moved into the distal right coronary artery. The physician used a stent and a 3.0x20mm long pe+ to trap the very small broken piece behind the stent. The artery was wide open with excellent flow at the end of the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed kinks in the sheath assembly at 12.0cm from femoral marker at the proximal end and 2.5cm and 53.6cm at distal end, the distal tip assembly was broken off, the ro marker was missing, neckdown at imaging window 19.0cm from the distal tip end, the imaging window appeared stretched approximately 10cm long, and imaging core wind up in the telescope assembly was observed during visual analysis. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during angioplasty of the distal right coronary artery, the distal tip of the diagnostic catheter broke. The 75% stenosed and non-calcified lesion was located at the right coronary artery with moderate tortuousity. An icross diagnostic catheter was used in conjunction with a non bsc guide wire. The patient reported some chest pain when the diagnostic catheter crossed the lesion. The physician quickly imaged, and upon with drawing the icross, met some resistance at the guide catheter. When the physician pulled the distal tip of the icross, it dislodged and moved into the distal right coronary artery. The physician used a stent and a 3.0x20mm long pe+ to trap the very small broken piece behind the stent. The artery was wide open with excellent flow at the end of the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).